Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection found no evidence of melting, the paint on the heater tray did show evidence of peeling from fluid exposure over the time. There were no other discrepancies encountered during the inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the heater tray of their liberty select cycler appeared to be melted and had paint coming off. A new cycler was issued to the patient for the reported issue. Upon follow-up, the patient confirmed that the heater tray appeared to be melted, however they could not state a reason why as there was no indication of the cycler overheating from what they experienced. The patient confirmed that they were not connected to the cycler at the time the issue was noticed, and confirmed they did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported issue. The patient stated they did not miss any pd treatments. The patient stated that they have received the new cycler which is working well, and the old cycler was returned to the manufacturer for evaluation.